Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-sep-2024, UDI#: (B)(4) h3: analysis found ¿electrical failure -tm90 recharging circuitry is damaged l4¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The patient reported that their communicator won't charge. The patient clarified the indicator lights will not illuminate anymore. The patient tried different cords and outlets, tried charging the communicator overnight multiple different nights without resolution of the issue and the same cords charge other devices well. The patient mentioned they don't use the communicator much (to bolus) because the pump has been working well at the settings it's been at, but they use the equipment to check the alarm date (expected refill date) every couple of months to see if they can reschedule their refill for a later time. The patient stated they charge the communicator at least every 2 months and confirmed the handset charged fine with the same charging cord, just the communicator was the issue. When the agent inquired about the event date, the patient stated they found out this last time they took it out to check their expected refill date and the last time they took this out was ¿about 2 months ago,¿ and stated, ¿it worked fine then, but now it's dead.¿ the issue was not resolved. A request was sent to the repair to replace the communicator.